Manufacturer narrative:
This complaint was initially reported voluntarily via MDR report #: mw5186476. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient is a type 1 diabetic using the omnipod system. The patient¿s guardian reported that the pump failed to deliver insulin which resulted in the patient developing diabetic ketoacidosis. The patient was hospitalized in the pediatric intensive care unit (ICU) for 24 hours, on (B)(6) 2026. Blood glucose levels were not reported. The dka was treated with ¿standard dka therapy¿ and resolved. The patient stopped use of omnipod and switched to a manual insulin injection method.